Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the switch box had a scratch, the flexibility adjustment ring had a scratch, the suction cylinder had no color, the scope connector case unit had a scratch, the plug unit had corrosion due to water leakage, the play of the up / down / right / left knobs were out of the standard value due to wear of the angle wire, the adhesive on the bending section cover was detached, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was adhered at the insertion section. There was no damage to the area where the foreign material was detected, and the reprocessing steps at the material residue point were not deviated from the instruction manual. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.